Event description:
This is a report of a homechoice patient (hp) who succumbed to serratia peritonitis following infarction of a segment of bowel and myocardial infarction. The home patient's daughter called the baxter technical service representative (tsr) regarding a system error 2418 alarm that appeared on the homechoice (hc) unit during drain 5 of 13. The daughter stated that the home patient (hp) was in the hospital and is using the hospital homechoice device. The technical service representative performed trouble shooting and therapy was resumed. The nurse stated that the patient was vomiting, had nausea and diarrhea and was very weak so, she was taken to the hospital. The patient was admitted to the hospital on (B)(6) 2010 and had a heart attack on that day. The patient was diagnosed with peritonitis on (B)(6) 2010 later determined to be due to leakage from devitalized bowel. The nurse stated that the patient was given an antibiotic, but was not getting any better. The patient was taken off of peritoneal dialysis (pd) therapy from (B)(6) 2010, but resumed pd therapy due to pain. It was found that there was stool in the patient's pd effluent. The patient had a clot in her mesenteric artery. The patient's intestine infarcted requiring surgery to have four feet of her intestine removed. The patient became more ill and the surgery did not hold and the patient ended up passing away in the hospital on (B)(6) 2010. The system error 2418 will result in a fail-safe shutdown of the device and would not be causally related to these medical events.

Event description:
The facility reported a colleague infusion pump with a reported condition of "malfunctioning 4 times." The condition was reported to have occurred during set-up. Device evaluation determined the reported condition to have been caused by failure code 810:11, which interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of "malfunctioning 4 times" as failure code 810:11, and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair the reported condition. A follow up report will be submitted if additional information becomes available.